Event description:
According to the customer post-operatively on an umbilical procedure, there was pain throughout the abdomen and ribs. The customer went back to the surgeon twice and the surgeon explained that it was the staples that were going to resorb. Six months later, still in pain, then pain where there was the disembowelment. A computed tomography (CT) scan was done, and everything was fine. More than a year later, the customer was still in pain and had not recovered from the previous shape. The patient did have sessions at physiotherapy to remain active and painkillers were taken but doesn't want to get used to it.

Manufacturer narrative:
D10 concomitant products: abstack15, abstack15 abs fixation device 15 tacks (lot#:n3m1865y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.